Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the valve was deployed from 1/3 to 2/3 the valve moved out of the optimal position. It was noted that the deployment was continued in hopes that the valve would stay in place. The valve was completely deployed and moved out of position (out of the annulus however remained in the root). The valve was then snared and moved into the ascending aorta. A second valve was implanted into the lower annulus. The patient was found to have a mild paravalvular leak (pvl). No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Valve dislodgement can occur due to user technique, the amount of tension in the system, and the interaction between the patient anatomy and the system. It was reported that full deployment was completed, after which the valve dislodged, which may relate to the valve being slightly high. A second valve was implanted and the mild residual paravalvular leak was deemed acceptable as the physician took no further action.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).